Event description:
It was reported that "the first stone was removed during urs without any problems. However, when attempting to remove the second stone, the basket of the stone basket could not be closed and the stone could not be removed. The stone basket was pulled out in an open state. There was no replacement device available on site, so major surgery was performed immediately. The patient was under anesthesia for a longer period of time and underwent major surgery immediately afterwards. The user changed the procedure from endoscopic to surgical. The procedure took 90 minutes longer, but the dog was able to go home the same day."

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Correction to b2. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
According to the error description from the customer, a first stone was removed during urs (veterinary procedure on a dog) without any problems. However, when attempting to remove a second stone, the basket of the stone basket could not be closed and the stone could not be removed. During inspection of the returned product it was found that the outer cover has been plastically deformed in several places. Due to the deformation of the cover, the stone trap basket is firmly enclosed and its function (sliding back and forth) is no longer possible. Based on the deformations found on the cover of the returned product, it is concluded that the most probable causes are application of too much pressure/force during use or coming into contact with a hot surface or too hot environmental conditions. The event is filed under internal karl storz complaint ID: (B)(4).